Event description:
The customer reported that the system was not switching on. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the system was not switching on. There was no reported pt involvement. The device was evaluated by a philips field service engineer. The optical switch was replaced to resolve the issue.